Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump powered on to a cs 052 alarm. This cs alarm could cause the screen to be blank for several minutes. There was moisture visible in the display. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was moisture damage found throughout the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked from the case seal to the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.